Event description:
After my breast mystectomy and breast reconstruction this happened shortly thereafter. Persistent fluid buildup in and around my breasts burning, stinging, and leaking sensations from my chest area skin rashes and painful inflammation spreading through my chest, neck, and arms chronic swelling, discomfort, and sharp pressure pain asymmetry and implant displacement causing both physical and emotional distress episodes where fluid seems to burst through my skin severe anxiety, weight loss, and debilitating fatigue significant mental and emotional anguish. Once my breast implants were placed in (B)(6) 2010 then they needed to be removed for right brest abcess right infected silicone prosthesis allergan natrelle style 20 sn (B)(6) silicone- filled breast implants and natrelle inspira breast implants smooth shell surface, responsive silicone gel, high profile allergan natrelle style 20 sn (B)(6) silicone-filled breast implants and natrelle inspira breast implants smooth shell surface, responsive silicone gel, high profile the implant was removed intact and passed off the field as specimen the patients periareolar incision was reopened which revealed the patient had infected alloderm with subsequent infection of the silicone implant which was found to be intact. (B)(6) hospital, (B)(6) dr. (B)(6) medical record number (B)(6). Current implants still attached are another allergan set and expanders and alloderm here are all my failed implants allergan natrelle 133mv sn (B)(6) natrelle® 133 tissue expanders with suture tabs the right side tissue expander I do not have the serial number for. Recalled allergan natrelle style 20 sn (B)(6) silicone-filled breast implants and natrelle inspira® breast implants smooth shell surface, responsive silicone gel, high profile allergan natrelle style 20 sn (B)(6) silicone-filled breast implants and natrelle inspira® breast implants smooth shell surface, responsive silicone gel, high profile allergan natrelle style 45 sn (B)(6) silicone-filled breast implants and natrelle inspira® smooth shell surface, responsive silicone gel, extra-high profile allergan natrelle style 45 sn (B)(6) silicone-filled breast implants and natrelle inspira smooth shell surface, responsive silicone gel, extra-high profile allergan natrelle style 410 sn (B)(6) natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants recalled. Ref report: mw5170460.